Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided instructions, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.